Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and damage from the insulin pump. The customer's blood glucose level was 119 mg/dl. The customer stated that she received a low battery after the battery was removed. The customer stated that there is damage to the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.